Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump intermittently lost power. The battery compartment was allegedly cracked and contained evidence of moisture ingress. The yellow o-ring of the battery cap was also reportedly visible while the cap was attached to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/20/2014 with the following findings: the pump history could not be downloaded for review. During a visual inspection of the pump, the battery compartment was observed to be cracked with evidence of moisture ingress inside. A battery cap was not returned with the pump. The pump did not power on with a test battery cap. A leak test was performed and failed due to a battery compartment leak. The pump case was removed, and no further evidence of moisture ingress was found.